Manufacturer narrative:
History of gi (gastrointestinal) bleed is reported under MFR# 2916596-2019-05580, 2916596-2019-05584, 2916596-2020-00672. The investigation results will be provided in final report.

Event description:
It was reported that patient had some power elevations. It was also noted that the patient was off all anti-coagulation and anti-platelet therapy since 2016 due to gastrointestinal bleeding related to esophageal cancer. It was indicated on (B)(6) 2021 that the patient required weekly blood transfusion during this recent admission due to gastrointestinal bleeding from esophageal cancer.

Event description:
It was reported the patient experienced some power elevations. The patient reportedly had been off of all anti-coagulation and anti-platelet therapy due to chronic bleeding. The patient had no acute rise in lactate dehydrogenase (ldh) and a ramp echocardiogram (echo) was performed, which reportedly ruled out any suspicion of pump thrombosis. The echo revealed reduced left ventricle systolic function with an ejection fraction of approximately 15-20%, severe global hypokinesis, and mild mitral and tricuspid regurgitation. The echo also revealed moderately decreased right ventricular systolic function. The patient¿s speed was decreased due to worsening right ventricular failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported bleeding, right heart failure, mitral and tricuspid regurgitation, and other clinical conditions could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 02dec2020 to 12jan2021 and from 18dec2020 to 29jan2021. The pump remained above the low speed limit for the duration of the log file. The log file recorded isolate, minor increases in pump power on (B)(6) 2020. The power returned to baseline after each event and operated within the baseline range for the remaining duration of the log files. The log files appeared to show the system operating as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 02nov2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU also lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.